Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown. The customer also reported that the all buttons was not sensitive. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on lcd board. No button error alarm during testing. Unable to confirm missing segments and unable to perform any tests due to button unresponsive.